Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. In addition, it was reported that the pump was warm to the touch while charging despite being in room-temperature conditions. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.